Manufacturer narrative:
Event summary: visual inspection of mapping catheter showed several shaft kinks. Additionally, the introducer was received tight in the middle of the shaft. Testing was unable to insert the mapping catheter into a balloon test catheter. The reported issue does not indicate a mapping catheter manufacturing related defect. In conclusion, the reported issue (mapping catheter deformed) has been confirmed through testing. The mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was bent, and was unable to be advanced further into the lumen of the balloon catheter. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.